Event description:
(B)(4) study. Same case as MFR report # 2134265-2010-04372. It was reported that following a stenting treatment procedure, the patient presented with in stent restenosis. The index procedure treated the 75% stenosed, 3.5x32mm target lesion located from the proximal left anterior descending (lad) artery to the mid lad. Treatment placed overlapping taxus liberte stents (3.50x32mm, 2.50x32mm) and utilized post-dilatation resulting in 0% residual stenosis. The patient was discharged the next day without complications on aspirin and clopidogrel. In (B)(6) 2010, without ischemic symptoms, a 90% restenosed 2.5x23mm lesion was confirmed in the mid lad. Treatment utilized angioplasty and placed a non bsc stent resulting in 0% residual stenosis. Timi 3 flow was maintained throughout the procedure. In stent restenosis of a previously placed unspecified stent located in the mid right coronary artery was also revealed. Treatment consisted of angioplasty and placed a non bsc stent. The event was considered resolved the next day and the patient was discharged. Per the physician, the event was "possibly related" to the stent.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).